Event description:
It was reported that the atrial is fractured. The clinician saw noise and the impedance measurements were greater than 2000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.